Event description:
It was reported that high capture thresholds and impedance were observed on the right ventricular lead. No patient symptoms were reported. The physician elected to explant and replace the lead during a device replacement procedure.

Manufacturer narrative:
.